Event description:
The pt experienced no stimulation sensation. He only used the therapy occasionally so it was unk when the stimulation was lost. It was further stated that all pairs involving electrodes 0 through 3 had high impedance. The device was reprogrammed using 4, 6, and 7 and the pt had relatively good coverage. It was noted that the pt had undergone a procedure to drain fluid from an abcess at the lead/extension site.